Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient was implanted for or bladder urgency and incontinence. Patient reported that she used ice on her rear end last night and she couldn't feel the sensation of the stimulator at all and that she hadn't had the response with the permanent device as she did with the trial period. This morning she increased the stimulation and now she can feel the stimulation. Additional information was received and patient reported that the therapy is not working and she is feeling stimulation going down the left leg. Patient was redirected to follow up with their healthcare professional. No further complications were noted or anticipated.